Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the patient awoke with painful thumping in their abdomen and chest. An x-ray confirmed that the left ventricular (lv) lead had dislodged and was not capturing. Diaphragmatic and phrenic nerve stimulation were also observed. The lead was programmed off and was subsequently explanted and replaced. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.